Event description:
On (B)(6) 2013, it was reported that this handheld device freezes on the interrogation screen. A different wand was used, but the event persisted. The screen freeze occurred on the parameters screen. Troubleshooting was performed: the flashcard was removed, and a hard reset was performed; however, the screen continued to intermittently freeze. The device has not been returned to date.

Event description:
The handheld device and software flashcard were returned on (B)(4) 2013. An analysis was performed on the handheld and the reported allegation was verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported frozen screen allegation was not verified. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.